Event description:
It was reported that the device did not resect enough bone and additional bone had to be resected. This extended surgery time 30-60 minutes.

Manufacturer narrative:
Review of the device history record shows no issues. The affected product was not returned; therefore, no dimensional inspection was completed. Per the engineering investigation, the femur is under segmented on the distal femur condyles and femoral sulcus. Alignment is not applicable to this issue. The engineering investigation concludes the primary root cause of this issue is human error due to under segmentation. Segmentation is currently in progress for all drafters, designers, and engineers. All employees involved in the design, manufacturing, and inspection of the quality of the product were informed of the complaint.